Manufacturer narrative:
Date rec'd by MFR: 04/29/2019. Failure analysis on the returned touch screen shows that the customer complaint of ¿touchscreen calibration failure.¿ was confirmed. Touch screen was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 04jan19. Date rec¿d by MFR: 03jan19. The manufacturer¿s field service engineer (fse) could not confirm the reported touchscreen issue. The fse performed the control test and the touchscreen calibration test and both passed. The manufacturer¿s field service engineer (fse) replaced the touchscreen preventively. The unit successfully passed performance verification and is ready for use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of this report: 14dec2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported a recurring touch screen calibration failure. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.